Event description:
Patient arrived at [time redacted] with finger laceration after climbing out of his crib. Provider in to suture wound and faulty equipment in ER laceration tray cut thread. Provider had to open the plastics tray to have tools to repair laceration on child. Manufacturer response for suture kit, cardinal health (per site reporter). Waiting for their response.